Event description:
The clinician reports the implant was inserted (B)(6) 2020 in the patient's mouth. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection and peri-implantitis. No further patient complications were reported.